Event description:
A peritoneal dialysis nurse reported that the cycler drained slowly (took about 80 min) to drain 2000ml, had drain complications and the pt's treatment had negative uf -400ml. Nurse also stated that the pt drained better with stand up position. Pt did not complete his treatment. Nurse also stated that pt had overfill. Nurse connected the pt on the cycler to drain. Nurse also trained the pt. Nurse stated that pt did not require any med intervention. The cycler was replaced. Due to lack of info, this is being filed as a malfunction due to nurse alleging that the pt had an overfill.

Manufacturer narrative:
Med records have been requested and have not been received by the MFR to date. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical and plant investigations. Due to lack of info, this is being filed as a malfunction due to nurse alleging that the pt had an overfill.